Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred rarely between (B)(6) 2025 and (B)(6) 2025. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found rarely within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.